Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to reach out if the problem recurs.